Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the manufacturing representative (rep) reports patient (pt) was sent new recharger and he met with pt today because she is still having connection issues and recharging issues. Rep said he is unable to connect his tablet. Rep said pt had a "memory error" message about a week ago and issue started after memory error. Technical services (ts) had rep do the disable/re-enable procedure and then setup for new implant. After completing the disable and setting pt controller up for new implant all the communication and recharging started working. Rep said pt's ins is at 30% charged. Rep said he will continue charging and then do some reprogramming. The troubleshooting steps that were taken on the call resolved the issue. It was further reported when he did the passive recharge, the charge level on ins was 60% and within 5 minutes the charge level on ins dropped to 30%. Rep was no longer with patient and reports patient lives about 2.5 hours away. Suggest passive recharge. Suggest disable and re-enable device. Suggest bring another external equipment's to the office visit. No symptoms/patient complications reported. Additional information was received from the manufacturer representative (rep). Initial communication with the ipg indicated a charge level of 60%. After a loss and subsequent failure to reconnect with the clinician tablet it was recommended to do a device disable/enable sequence. Upon device reconnect the ipg chargelevel was different. Time lapse was approx 10min. The cause of ipg percent change was and is undetermined. It was only noticed after a disable/enable sequence. Next planned trouble shoot is to attempt to connect a different patient programmer. The failed communication indicator persisted after the meeting without resolution. Approx 200lbs. Dr. Has been unavailable but there are plans to inform him as soon as possible. Additional information was received from the patient and it was reported that rep called back in with more info on this situation. The caller notes the pt did not have connectivity issues up until 10-15 days ago, caller doesn't believe the pt has put-on any weight. The caller states they have done double digit 'disable/re-enable' the device and the issue persists. All external components seem to haver intermittency when trying to the connect to the ins. The caller has pulled an mdt file and will be sending that in to this case . The caller states he spoke with pt today and the pt got her new controller -- pt set up the controller and connected to ins and was able to charge. The pt charged the stimulator to full and now is having intermittent connection issues again. T it was reported that all additional attempts to connect to implant failed, 3-4 consecutive physician recharge, reset multiple times 6-7 times with the disable and re-enable. Hcp intends to replace the implant. Technical services reviewed warranty. Also discussed whether the recent field action(fca) is related to this issue; reviewed with rep the fca is not likely related to this occurrence.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that surgery was planned but not yet scheduled.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 97716 found stim ins/hybrid/integrated circuit/anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.